Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, the atrial lead exhibited loss of capture and loss of sensing. Chest x-ray revealed that the ra lead was dislodged. The lead was programmed off. The patient was asymptomatic throughout the event.

Manufacturer narrative:
Dislodgement of the previous ra lead sn: (B)(4) [model # lpa1200m/52] was reported in manufacturer report number - 2938836-2018-07891.

Event description:
New information received notes that the event of ra lead dislodgement is reoccurring since the initial implant.